Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. Unable to prime unit during the prime test due to a faulty force sensor resistor. The device had a scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 271 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.